Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The supplies were changed to address the event and insulin delivery was resumed. Reportedly, the customer corrected using the pump 4 times resulting a low blood glucose (bg). However, the exact value was not provided. Customer reported bg was not lower than 50 mg/dl and bg was treated by customer drinking juice and eating.